Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient developed infection symptoms such as swelling and puss coming out of the puncture site following a trail procedure on (B)(6) 2018. Patient was advised to go to the hospital and was treated with antibiotics. Symptoms have resolved.